Manufacturer narrative:
The impella cp has not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). Patient¿s age and gender were not provided. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed limb ischemia during impella support. As a result, an fa bypass was performed to treat limb ischemia. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the hemolysis, limb ischemia and infection have been completed. Hemolysis was reported on the second day of impella cp optical use, the hemolysis was suspected due to urine color. The pump was repositioned, and the suspected hemolysis resolved. Leg ischemia was also reported in the leg that the cp was inserted. An ulcer at the insertion site was reported 16 days after the removal of the pump, the cause of the patient injury/infection was not determined the abiomed device is sterilized under validated conditions and the clinical details provided were insufficient to determine a root cause. The cause of the hemolysis was improper positioning resulting for improper technique by the end user. The cause of the limb ischemia was most likely the patient¿s condition of diseased or small patient vessels. The cause of the infection was not determined, as clinical details provided were insufficient to determine a root cause. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter as noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle as noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis as noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. As noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction as noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ infection/sepsis impella 5.5 with smart assist for use during cardiogenic shock & cp with smart assist section: table 3.2 impella catheter components as noted in the impella IFU ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ limb ischemia impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed hemolysis, and an infection. The hemolysis was suspected due to the patient¿s urine color and was resolved with repositioning the impella. The infection was a skin ulcer at the insertion site and occurred after the planned removal of the impella on (B)(6) 2021, this alleged event occurred on 8/27/2021. The ulcer was reported to have occurred because the insertion site was stopped with a band. Additionally, the ulcer reportedly occurred in connection with the management of the facility.